Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level read ¿high¿. The customer addressed the high blood glucose by administering a correction bolus via the pump, without needing third-party assistance. Reportedly, the issue was resolved by acknowledging the alarm and resuming insulin delivery. Frequent occlusion issues were noted, and it was indicated that further follow-up for assistance was requested.